Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an unrelated surgery where the device was not put into surgery mode and the ipg went into service app. The ipg was recovered with troubleshooting by the company representative. Therapy restored.